Event description:
Baxter mexico reported a blood leak on a ca-hp 210 dialyzer during its third use. The blood leak was visually noted. No patient injury or medical intervention was reporeted. To date, no other information has been provided.